Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the inability to display an image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate the device; however, the estimation has not been completed as of date.the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image during preparation for use. There was no patient harm or user injury reported due to the event.